Event description:
Complainant alleged that during a routinee preventative maintenance check, the devices high leakage current was found to be out of the specified tolerance. The complainant indicated that there was patient involvement in the reported failure.